Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on january 17, 2017. A second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references (B)(4).all available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass, during prime, there was a leak on the arterial sampling line. Customer noticed fluid on the floor. Perfusionist inspected circuit and found that manifold line coming from arterial side of oxygenator was leaking, it is noted to be between tubing and white adapter, proximal to the luer lock connection. No patient involvement as this occurred during prime. Product was changed out. Surgery was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular system in the initial report submitted. (B)(4). The sample was returned for evaluation. A review of the device history record revealed no manufacturing anomalies. The returned sample was visually inspected upon receipt, during which no anomalies were noted. The arterial sampling line, or pigtail line, was then filled with water. A leak was noted from between the luer connector and the tubing of this line, while it was under no pressure. No damages or anomalies could be seen at this location; therefore, the leak was coming from the location of the connection, within the luer connector. A retention sample from the same product code/lot number combination was obtained for evaluation. The oxygenator unit was filled with water and pressurized to approximately 650 mmhg through the arterial sampling line. No leaks were noted at any location on the device. All oxygenators and sampling lines are 100% leak tested in-process. It is likely that the line was subjected to some type of external shock after the manufacturing process that caused damage to the connection between the tubing and the luer connector. This damage then caused the connection to no longer be strong and fluid to leak during use; however, when this damage occurred is not able to be determined. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.